Event description:
The physician inserted a small disposable vaginal speculum to perform a pelvic exam and upon opening the speculum, the speculum bottom bill broke. The physician removed the broken speculum and unsuccessfully attempted to insert another speculum to visualize the retained piece. After failing to insert another speculum, the physician manually removed the retained piece. No injury was noted at that time. The pt then reported some minimal vaginal bleeding at home that evening. The next day, the nurse called the pt and directed her to go to the ER if the bleeding continued. The pt declined and the following day reported that the bleeding had stopped and she was taking over the counter medication (tylenol) for any discomfort. No add'l treatment was required. The customer did not provide a pt identifier.

Manufacturer narrative:
This device was rec'd by welch allyn and is currently under eval. A f/u report will be submitted.